Event description:
It was reported that the mesh used in a ventral hernia repair in 2000. The pt was experiencing pain and another procedure was performed on the event date. The surgeon told the pt that the mesh had migrated and adhesions formed from the mesh. The surgeon told the pt that they had a foreign body reaction.